Manufacturer narrative:
Visual examination of the returned device found that the corewire was broken, at approximately 277.5 cm from the distal tip. Additionally, the guidewire was kinked. The complaint was consistent with the reported event of corewire broken. It is most probable that the way the in which the device was handled and manipulated during unpacking may have contributed to the failures noted. Based on all gathered information, the most probable root cause is handling damage. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire" guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during preparation outside the patient, the core wire broke off into two pieces. The procedure was completed with a new jagwire" guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during preparation outside the patient, the core wire broke off into two pieces. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.